Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, a lantern delivery microcatheter (lantern), non-penumbra microcatheter and 6f guiding sheath. During the procedure, when advancing a ruby coil into the lantern approximately 50cm, the physician encountered resistance and decided to remove the ruby coil. On withdrawal, the ruby coil unintentionally detached. Therefore, the ruby coil was removed by withdrawing the pusher assembly of the ruby coil. The procedure was completed using a new ruby coil, four pod packing coils (pod pcs), four non-penumbra coils, and the same lantern and the non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-000981. Section g. Box 5. 510 (k) h3 other text : placeholder.